Manufacturer narrative:
H3, h6; a medtronic representative went to the site to test the equipment. The camera was replaced and the system then passed testing. Codes b01, c08, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(6) product ID: 9735821r, (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was intermittently tracking instruments during a case, specifically the frame and chicken foot instruments. The manufacturing representative (rep) reported they were able to complete the case and further troubleshoot after the case. Troubleshooting was performed. The rep reported that another chicken foot and another frame were attempted but the issue had persisted. The rep reported the geometry error on the stealth for all instruments was under .3,all other instruments were moved from the field of view, the spheres were cleaned, and they attempted to change the lighting with but the issue was not resolved. After the case, technical services (ts) had the rep put new spheres on the frame and chicken foot that were used in the case and attempt to replicate the issue. The rep reported the frame was tracking with no issue. The rep reported the chicken foot was also tracking with no issues. Ts had the rep bring in another camera cart and attempt to replicate the issue, the system was functioning as intended and instruments were tracking. Ts had the rep physically look at the camera and the rep reported there is scratch beside the right side of the lens. It was noted that the probable cause was a camera lens scratch. There was no surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6; software was returned for analysis. According to the case part(casepart-529081) analysis "damaged camera or scu;" this was a non-sw issue. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-h6: the camera, lot: p926255, was returned to the manufacturer for analysis. The returned camera had scratches on the housing and lenses. A check of the event log showed a previous extreme temperature alarm. Otherwise, the camera passed an accuracy test (aak) at .107mm with a passing threshold of .250mm. Codes b01, c13, and d02 are applicable to this analysis. H2: please see section d9 for when the device was available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.